Event description:
It was reported that a patient returned to the hospital due to pain and impedances measured were greater than 2000 ohms. The reporter stated that the patient¿s pain was in the shoulders. It was noted that the patient¿s physician decided to do a revision. The physician disconnected the lead and extension, and the impedances measured on the lead were ok, around 700 ohms. It was reported that the physician found a fracture of all the conductors near the setscrew connector block, and the physician decided to replace the extension and implantable neurostimulator. It was noted that afterwards, the impedances were ok, around 700 to 800 ohms, and the patient felt fine. Two weeks later, it was reported that the patient was receiving stimulation.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, implanted: (B)(6) 2003. Product type: lead: product ID 7482, serial# unknown, implanted: (B)(6) 2003, explanted: (B)(6) 2013. Product type: extension. (B)(4).